Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Event problem and evaluation: results: evaluation of the returned product found the iol was rotated to the left and stuck inside the nozzle. Volume of used viscoelastic material appeared to be enough. There was no irregularity found on injector and iol, all met criteria. Could not determine the exact root cause. It is still possible that the incident was caused by user error but also it is possible that it happened though the user exactly followed the instructions. Conclusion: based on the complaint history, work order search and the product evaluation, a specific root cause of the event could not be determined. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon attempted to insert a ks-ni2 aq310ain 16.0 diopter preloaded injector. When handling the rod, the rod passed below the iol and the lens became stuck inside the injector. There was no patient injury. The backup lens was successfully implanted.